Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to two of seven resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the rectum for a rectal lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, when closing a lesion with resolution clips, the first clip was difficult to release from the catheter. However, all six additional clips used presented similar issues, either failing to deploy from the catheter or being very difficult to release. In addition, there was abnormally high resistance felt before the handle spool reached the end. These clips were then pulled from the lesion, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.